Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had scratched display window and cracked reservoir tube.

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarm. The customer reported that they received a motor position encoder error alarm. The customer's blood glucose was 229 mg/dl at the time of incident. The insulin pump will be returned for analysis.